Manufacturer narrative:
The complaint for damage to vessel during insertion was confirmed with other empirical evidence. No manufacturing non-conformities were identified. Available information suggests that patient's prosthetic hip implant and the delivery system manipulation to get past the restriction may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where right access was first attempted. The delivery system was too deep in the right ventricle (rv) and the device was removed. Left access was then utilized. The vessel dilated appropriately for 24 fr and 28 fr, but the team had difficulty with 33 fr, to push past bifurcation. During capsule gap creation, anchors aligned. Ventricular expansion was unremarkable and all leaflets were captured. During the evening of pod 0, patient experienced an internal bleeding issue that led to death. The physician hypothesized that the bleeding is potentially from the patient's iliac due to device insertion difficulty during the procedure; however, the true cause of the bleeding is unknown.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.